Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample material from the patient was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable high elecsys troponin t hs results from the cobas e 801 analytical unit, which did not meet the clinical picture of the patient. The laboratory suspected an interference. The patient had been admitted to the hospital for knee surgery, and a pre-surgery cardiologic consultation was performed. The patient's EKG was "fine". The initial troponin t result was 200 ng/l, with a low ck-mb result of 21.10 u/l. The ck-mb results were measured using a cobas c503 analyzer. The same day, a second blood collection was tested with similar results: troponin t 209 ng/l and ck-mb 14.70 u/l. Additionally, the ntprobnp result was 245 pg/ml. Despite the high troponin result, there was no sign of any cardiologic issues for this patient. The orthopedist did not perform the surgery because of the troponin results. On (B)(6) 2026, the troponin t result was 222 ng/l, the ck-mb result was 14.40 u/l, and the ntprobnp result was 182 pg/ml. On (B)(6) 2026, the troponin t result was 185 ng/l, the ck-mb result was 14.80 u/l, and the ntprobnp result was 226 pg/ml. On an unknown date, the laboratory sent a sample from the patient to another laboratory for testing using an abbott alinity. The troponin I (high sensitive) result was 541 ng/l. The patient was admitted to a different hospital on (B)(6) 2026, and the troponin t hs stat result in a different laboratory using a cobas pure c303 analyzer was 22 ng/dl.